Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while filling 2 cartridges, the customer had difficulty inserting the syringe needle into the cartridge in order to remove the air from the cartridges. The syringe needle had to be reinserted multiple times. The second cartridge was able to be successfully loaded onto the pump. The customer's blood glucose (bg) level was 300-400 mg/dl with a high level of ketones that was considered as being dangerous. Insulin injections were administered to address the bg level. The same day the customer's bg was over 500 mg/dl and a bolus of insulin was delivered in an attempt to lower the bg. The customer went to the emergency room and was admitted to the hospital for the high bg and diabetic ketoacidosis (dka). The customer did not know the cause of the high bg and suspected it was due to the pump. The customer was treated with an insulin/saline drip and nausea medication. The next morning, the customer put new supplies on the pump. The bg increased and the customer was back in dka. The customer reverted to using insulin injections to manage diabetes. A pump system check was performed and no device issues were identified. The customer was discharged on (B)(6) 2017 and the bg was in the target range. The customer was to continue to use insulin injections to manage diabetes. The customer declined further follow up from tandem technical support.

Event description:
The customer did not meet with a tandem clinical diabetes specialist to discuss the reported issue as the customer was no longer going to using the pump to manage diabetes.